Manufacturer narrative:
Per tandem's t:slim x2 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels of 40 mg/dl. Reportedly, the customer consumed too much food and then delivered correction boluses which caused the customer to "stack insulin". The customer acknowledged the reported event occurred due to user error and verified that the pump was functioning as intended. Glucose tablets were consumed to address the bg level.